Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's effluent was clear. At the time of this report, the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the next day after the onset of peritonitis. The treatment included injection of fortum (1 gm, frequency and route of administration not reported) and injection of reflin (1 gm, frequency and route of administration not reported) for the peritonitis. The outcome of the peritonitis was not reported. The pd therapy was ongoing. Additional information was requested but was not available at this time.